Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that a trochanteric fixation nail system reaming rod measuring device had broken during surgery. The surgeon was inserting a tibial nail and measuring the guide wire with the device. As the surgeon was measuring the guide wire the locking nut on the measuring device snapped off as it was unfolded. There was no reported injury to the patient. The surgery was successfully completed. This report is for one, reaming rod measuring device. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reported lot number could not be verified. A device history record review was attempted but the reported lot number could not be confirmed as a valid lot number; therefore, the review could not be completed. The investigation could not be completed and no conclusion could be drawn as no device was returned and the lot number could not be verified. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.patient case number and date of birth were added.(B)(4)

Event description:
This follow up report #1 is 1 of 1 for complaint (B)(4).